Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy assisted proximal gastrectomy, when the reload was connected to the handle, at the 1st firing, the cartridge did not open before firing. The sales rep confirmed about whether the opening/closing check was performed after attaching the cartridge, but it was unknown. After replacing with another new cartridge, there was no problem in use. No patient harm.